Event description:
It was reported that there was difficulty positioning and removing the mini trek on the miracle bro 6 guide wire in the anatomy. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4):the device was not returned for investigation. With the provided information, we could not identify whether or not there was any trouble with the guidewire itself, the cause of and the causality of subject guidewire with the reported event. Since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting. The mini trek referenced is being filed under a separate medwatch MFR number.